Manufacturer narrative:
Evaluation summary: one sample returned for evaluation contained in its original opened unit pack. Visual examination shows that there is a portion of the tth missing. Further examination shows that there are markings from the need which confirms that the part was not securely attached. Information has been added to the database and trends will continue to be monitored. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, prior to applying the product on a patient after opening the package, there were perforations at the part that should have been sewn, but there was no thread applied to it. There was no patient involved.